Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance and noise causing some pacing inhibition. The lead was reprogrammed, and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.